Manufacturer narrative:
(B)(4).

Event description:
Dexcom made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4), model number: 9500-27, catalog number: sts-gl-011, lot number: 5228757, expiration date: aug 30, 2018, (B)(4)